Manufacturer narrative:
The field service engineer (fse) was on site on (B)(4) 2008, to investigate the event. The fse inspected the instrument and found the peri-tubing to aspirate probe #1 was split and the wash wheel, incubator track and the wash valve were all dirty. The fse corrected the issues. Customer was contacted and stated that the instrument is running within specification. Hardware is the root cause for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to an elevated accutni (troponin I) results in the risk stratification range for one pt. The results were generated on a unicel dxc 600i synchron access clinical system. The initial elevated result was reported outside the lab. The customer re-ran the sample on another instrument and the result was within the normal reference range. The corrected result was reported outside the lab. It is not known if there is any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.